Manufacturer narrative:
No sample information was provided. Customer did indicate a difficulty controlling sample integrity due to receiving samples from various offices. The customer contacted customer technical support (cts) on 03/22/2011 to report cartridge chemistry (cc) sample probe (obstruction) and on (B)(6) 2011 to report recurrence of cc sample probe obstruction detected error. A bci field service engineer (fse) performed the followings: replaced the degassers due to air bubble build up in the line, which can cause obstruction detect errors. Found a large buildup of wash concentrate in the hydro. Removed the wash concentrate canister and cleaned it and verified proper operation performed the obstruction detection alignment and it failed twice. Replaced the obstruction detection assembly and performed the alignment and it passed. Ran qc and several patients without any errors. The customer changed the cc sample probe which resolved the issue, however, the customer requested fse to verify the instruments performance. Fse performed the following: inspected the old sample probe and a large clot inside the sample probe. Swapped the mc and cc sample probe smart modules for troubleshooting purposes and performed the obstruction detection alignment on the cc sample probe and it failed three times. Inspected the level sense bead, the supply tubing, the syringe and the t-valve. Found a white waxy substance in the t-valve. Replaced the t-valve and performed the obstruction detection alignment and it passed. Ran qc and all results were within specifications. Ran 20 patients through without any errors. Although, replacing the degassers, cleaning the wash concentrate canister, replacing the sample probe or replacing the t-valve could (together or separately) have resolved the high cholesterol results issue, a definitive root cause is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low cholesterol result generated by the synchron lxi 725 clinical system. The results were reported out of the laboratory. The samples were repeated and higher results were obtained. Customer is unaware of any affect to patient treatment.